Manufacturer narrative:
The sapien 3 ultra valve was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. Device related photos and 3mensio imagery were provided, and the following was observed: the valve strut was shown to be protruding through the sheaths strain relief and near hub. The patients access vessel had presence of calcification and tortuosity. However, the tortuosity was not near the sheath access site and the calcification was minimal. The device history record (DHR) was reviewed and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a nonconformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of frame damage was confirmed based on evaluation of the provided photos. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. A manufacturing nonconformance therefore could not be determined. However, reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device preparation. As reported, the physician did not fully advance the loader into the esheath prior to advancing the thv. The physician advanced the system and had difficulty. The physician asked for the surgeon to assist and he had difficulty. The fcs suggested fluoroing to see the groin. When the team looked, they could see that the valve was bent. Per the imaging evaluation, a valve strut was protruding through the sheaths strain relief. Per the training manual, insert loader completely into sheath until it stops. The loader is used to facilitate a smooth transition of the crimped valve through the sheath hub. So, the loader was not completely inserted into the sheath exposes the crimped valve to the inner lumen of the proximal strain relief and sheath hub. This can lead to the crimped valve to catch onto the inner lumen of the strain relief and/or hemostasis valves within the hub. It is likely that excessive device manipulation was performed to overcome the experienced resistance which likely caused the crimped valve to further interact with the sheath leading to the reported valve frame damage and puncture through the strain relief. As such, available information suggests that procedural factors (incomplete loader advancement, excessive manipulation) likely contributed to the complaint event. The complaint was confirmed. No manufacturing non conformances that would have contributed to the reported event were identified. Available information suggests that procedural factors (incomplete loader advancement, excessive manipulation) likely contributed to the complaint event. No labeling/IFU deficiencies were identified. Therefore, no corrective and preventative action is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted upon completion.

Event description:
Edwards received notification from a field clinical specialist (fcs), that resistance occurred during insertion of the commander delivery system into the esheath and the valve was observed to have a bent strut when it exited the esheath . As reported, the physician did not fully advance the loader into the e-sheath prior to advancing the system. The physician advanced the system and had difficulty. The physician asked for the surgeon to assist and he had difficulty. When the team looked at the fluoro images it was found that the valve frame was bent. The decision was made to remove the devices as one unit and open a completed new sheath and system. Upon review of the fluoro image it was agreed where the valve was bent and protruding through the sheath (unexpanded portion) was not yet in vessel, so there was no concern for a vascular complication. Education was performed with physician team about the loader to fully insert the loader into the esheath until its hubbed prior to advancing valve and delivery system. The devices are not available for return.